Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. The information provided alleges that the patient "underwent an additional surgery to repair recurrent hernia after the ventralex st failed and migrated from its original position." Recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. Medical records were not provided and the description does not clearly define the allegation of the "ventralex st failed and migrated". Based on the limited information provided at this time no conclusions can be made. Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2016: the patient underwent surgery for repair of an epigastric hernia. A bard/davol ventralex st hernia patch mesh, reference number 5950008, lot number huzi0602 was implanted to repair the hernia defect. On (B)(6) 2017: the patient underwent an additional surgery to repair recurrent hernia after the ventralex st failed and migrated from its original position. As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective ventralex st hernia patch.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2016: the patient underwent surgery for repair of an epigastric hernia. A bard/davol ventralex st hernia patch mesh, reference number (B)(4), lot number huzi0602 was implanted to repair the hernia defect. (B)(6) 2017: the patient underwent an additional surgery to repair recurrent hernia after the ventralex st failed and migrated from its original position. As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective ventralex st hernia patch. Addendum per additional information provided: (B)(6) 2016 - patient was diagnosed with epigastric hernia thereby underwent open repair with implant of ventralex st (device #1). Per operative notes, "herniated preperitoneal fat was immediately encountered and reduced. A 6.4 cm ventralex st mesh (device #1) was placed." (B)(6) 2017 - patient was diagnosed with recurrent intra-abdominal wall hernia and abdominal pain thereby underwent laparoscopic repair with implant of ventralight st mesh (device #2). Per operative notes, "there were omental adhesions attached to the previously placed mesh which were dissected away. It appeared the previously placed mesh had partially migrated from its original position. The mesh was left in place. A piece of ventralight st mesh (device #2) was placed overlap of the repair." (B)(6) 2018 - patient underwent revision surgery with repair of recurrent ventral hernia thereby underwent open repair with removal of mesh. Per operative notes, "midline incision was made and carried down to defect and previously placed mesh. Mesh was densely adherent to underlying omentum. The omentum adherent to the mesh was then resected. The synthetic mesh was secured to posterior fascia superiorly and inferiorly." Attorney alleges that the patient had adhesions, mesh migration, infection, pain, hernia recurrence, and emotional injuries. It is also alleged that the patient had surgery on (B)(6) 2017 to repair the recurrent hernia.

Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. The information provided alleges that the patient "underwent an additional surgery to repair recurrent hernia after the ventralex st failed and migrated from its original position." Recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. Medical records were not provided and the description does not clearly define the allegation of the "ventralex st failed and migrated". Based on the limited information provided at this time no conclusions can be made. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct manufacturing date. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 1 year 2 months post implant of ventralex st, patient was diagnosed with hernia recurrence, adhesions and abdominal pain thereby underwent repair with removal of mesh. Per operative notes, "it appeared the previously placed mesh had partially migrated from its original position." The instructions-for-use supplied with the device lists pain and adhesions as possible complications. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Updated fields: a2, a4, b4, b5, b6, b7, d4 (UDI no), d.6b (date of explant), e3, g1, g3, g6, h2, h6, h10, h11. Corrected field: h4 (manufacturing date). This supplemental emdr represents the ventralex st (device #1). An additional emdr was submitted to represent the ventralight st mesh (device #2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.